Event description:
It was reported that the balloon of the 5.0 x 150 mm armada 35 balloon dilatation catheter showed a defect with a probable puncture, making navigability impossible [difficult to cross]. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.